Event description:
Skin denudement that required "treatment by a medical professional".

Manufacturer narrative:
It was reported by the customer that a patient developed "peristomal skin denudement, burning and blistering after using sureprep no sting barrier spray". It was reported that this required treatment by a medical professional. No additional details were provided by the customer contact. A sample was requested to be returned or evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.